Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling or ramping occurred during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window ,broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the insulin pump were ramping up and down when attempting a bolus. Customer's blood glucose reading at the time of the call was 10.0 mmol/ll. No further information reported.